Manufacturer narrative:
Citation: pilgrim t early versus newer generation devices for transcatheter aortic valve implantation in routine clinical practice: a propensity score matched analysis open heart january 20, 2018. 2018;5:e000695 doi-10.1136/openhrt-2017-000695 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding propensity score matched analysis on early versus newer generation devices for transcatheter aortic valve implantation in routine clinical practice. All data were collected from a single center between august 2007 and june 2016. The study population included 1,232 patients (predominantly female; mean age 83 years), 201 patients were implanted with medtronic corevalve and 105 patients were implanted with medtronic evolut r. The serial numbers were not provided. Among all patients 30-day and all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker, myocardial infarction (mi), coronary artery occlusion, stroke, transient ischemic attack (tia), valve migration, valve embolization, severe aortic regurgitation (ar), major bleeding, vascular access-site related complication, aortic dissection, aortic rupture, based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.